Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer¿s blood glucose level was 500 mg/dl. Customer reverted to an alternate method of insulin therapy.